Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager keeps failing and error message states that hardware failure. Able to recover but keeps failing later. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager kept failed. A field service engineer (fse) addressed the customer¿s report of ongoing remote manager access issues. The unit was not in a failed state upon arrival and tested normally in the hardware test application. Although no failures could be duplicated, the fse replaced both the latch and the harness. The door was then tested using the hardware test application and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.